Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with bifurcated and suprarenal aortic extension. Subsequently, on the most recent follow up computed tomography done on (B)(6) 2016, it was noted that the aneurysm had enlarged when compared to a previous study done on (B)(6) 2015. Patient has renal insufficiency and can only have non-contrast CT. The physician is attempting to get the patient's approval to do an aortogram with contrast to identify from where the endoleak is originating. There is no secondary procedure scheduled.